Event description:
According to the reporter, a patient received a chest x-ray for an unrelated reason. The x-rays revealed that the patient had a capsule retained in the patient's esophagus for approximately 2.5 months. The patient is not experiencing symptoms but the doctor would like to remove the capsule given the time that has passed since placement. The physician stated that he plans to remove the capsule from the patient's esophagus "in the near future." No known adverse events were reported.